Manufacturer narrative:
An event regarding malposition involving an unknown triathlon baseplate component was reported. The event was confirmed based on the findings of the medical review. Device evaluation and results: not performed because the device was not returned for evaluation; it remains implanted. Medical records received and evaluation: clinician review of the x-rays and medical records provided indicated that complex malalignment and malposition of devices (baseplate and femoral component certainly) has contributed to instability in the knee with pain while also contributing to overload in the patellofemoral joint with patellar device damage. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusion: clinician review of the x-rays and medical records provided indicated that complex malalignment and malposition of devices (baseplate and femoral component certainly) has contributed to instability in the knee with pain while also contributing to overload in the patello femoral joint with patellar device damage. Further information such as device evaluation is needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
Patient complaint of knee pain. Femoral and baseplate components added on (B)(6) 2016 based on medical review reporting malpositioning.